Event description:
It was reported that the pump is intermittently responding when the ok and down arrow buttons are pressed. The pump reportedly has not been exposed to water and does not have any visible damage to the buttons. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared swollen, the pump was intermittently responsive to all keypad buttons, the up/down arrow buttons contacts were misaligned, all key contacts were inverted, and there was evidence of adhesive/contamination under the all key contacts.